Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Illegal address por on 2014-07-20. Battery voltage measurement invalid due to por. Concomitant continued: 439888 lead; 6935m62 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por) following a CT scan, which caused the estimated longevity to be inaccurate. The latest software was provided to correct the estimator issue. It was also noted that there was no wireless telemetry. The reset was cleared and the device remains in use. The patient was a participant in (B)(4). No patient complications have been reported as a result of this event.